Event description:
As reported that the bard/davol hydrosurg irrigation device leaked fluid from the battery case. Its reported that it was used for around 30 minutes on the case which was almost five hours in length. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol hydrosurg irrigator leaked fluid from the battery compartment. The subject product was returned for evaluation. Visual examination identified corrosion on battery compartment, which was due to fluid which appears to have leaked down into the motor housing. Cracks and rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event is confirmed and the root cause determined to be manufacturing related.